Event description:
It was reported that during an angioplasty of the iliac vein, after deflating the balloon, the doctor was unable to remove the balloon through the 5fr sheath. The sheath inverted completely and balloon broke off inside sheath. No patient injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned as it was discarded at the user facility. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The IFU (information for use) for this product states the following: warning: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.